Event description:
A home pt reported a reload set 200 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a puncture or tear in the cassette sheeting. The cassette was replaced and the therapy was restarted. No pt injury or medical intervention was reported related to the event.

Manufacturer narrative:
Per the home pt's caregiver, the sample was discarded.